Event description:
It wa reported that four er320's were used during a laparosocpic cholecystectomy. It was reported by the affiliate that the clips of the er320 can not be formed and can't be fired out of the clip applier sometimes (misfired). Customer consistently tried several pieces and the same problems happened.